Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced, provided instructions on putting the pump into storage mode, and instructed the customer to return the malfunctioning pump using a pre-paid label. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.